Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg), (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was hit in the chest causing a sudden increase in impedance and threshold values in the right ventricular (rv) lead. A fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.